Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump and successfully restarted their sensor session without further issues.